Event description:
It was reported that the patient was diagnosed with obstructive sleep apnea with a polysomnography test. The patient's will be seen in clinic to see if setting adjustments can be made prior to starting CPAP and/or undergo 2nd psg test. No additional relevant information has been received to date.